Event description:
The applied medical inzii retrieval system endocatch bag, 12mm, ref: cd004, exp: 9/14/2018, lot: 1254325, was opened on the field. It was to be used to extract the kidney out from the patient. The surgeon inserted the device on a single site incision port and tried to deploy or open the endocatch bag inside the patient to place the kidney, but the bag of the device failed to open. The surgeon then removed the endocatch bag with the port, and extracted kidney without any device.